Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited high thresholds also. There were no intervention planned or carried out as a result of this event.

Manufacturer narrative:
Concomitant medical products: addr01 ipg, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a possible loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.